Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, the connector sleeve was unable to be properly placed on the left ventricular (lv) prior to testing the lead on the pacing system analyzer (psa). The lv lead was explanted and replaced to resolve the event and the patient was in stable condition.